Event description:
Customer reports that his previous chair pronto m91 caused carpet damage in his home due to the front casters dragging and pulling the carpet. Unaware of the exact time this happened. Chair was replaced (B)(6) 2014. Customer reports still having this chair in the barn and it has a bad motor.